Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty and stretched stent were unable to be confirmed as the stent was already fully deployed. The kinked and separated portion of the shaft was confirmed. It is likely that the distal sheath was bent or entrapped within the vessel causing the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties and subsequent patient effects are due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: terumo introducer: 6f destination. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an occluded left superficial femoral artery. After having prepared the left vessel with a 6 mm balloon, stent deployment was started. After having released about half of the stent, the thumbslide started a vacuum movement. The distal radiopaque marker remained blocked, while the stent was not released and half of the stent remained in the artery and the other half in the delivery catheter. The stent was attempted to be released using the second safety block but without success. An attempt was then made to remove the delivery system and the stent; however, when the delivery system was removed from the introducer, it was realized that the delivery catheter was bent and broken. Another attempt was made and the 6fr introducer was removed from the right leg but the stent elongated and it positioned from the superficial left femoral to the right iliac. The patient was moved to the surgical room where the left common femoral was isolated trying to remove the stent but without success. The patient is doing well but will undergo further evaluation and intervention. No additional information was provided.